Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly the customer was reusing the cartridge, tandem technical support educated the customer on the correct cartridge filling techniques. Customer changed supplies to address issue and resumed insulin deliveries.

Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.